Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited failure to capture. Chest x-ray was performed and confirmed ra lead dislodgement. The ra lead was explanted and replaced. Patient condition was stable throughout and the patient was discharged.